Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 550 mg/dl at the time of incident and current blood glucose level was 442 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as feeling confused. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer stated that he was not received any alerts affecting delivery. Customer was performed displacement test and the test results was passed the displacement test. Customer stated that he was performed the self test on the insulin pump and was able to get the self test complete. Customer was declined to perform the high pressure test. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.